Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "unaddressed arterial injuries in revision total hip arthroplasty: mortality outcomes of a low-prevalence complication" written by pablo ariel slullitel, lionel llano, christian garcia-avila, fernando diaz-dilernia, francisco piccaluga, martin buttaro, gerardo zanotti, and fernando comba published by international orthopaedics published online 20 june 2019 was reviewed. The article's purpose was to determine the prevalence of peri-operative major arterial hemorrhage after revision total hip arthroplasty (rtha) injuries that require selective catheter embolization or bypass after the rtha and to evaluate the associated mortality rate. Data set was compiled from a retrospective study analyzing 2524 rhas between 1995 and 2016 filtering down to 9 specific cases reported in the article. Table 1 provides the patient identifiers and the original implants (depuy and non-depuy) and the reasons for retrieval during the revision. Both acetabular and femoral components were retrieved during revision. Artery injuries were discovered post-revision surgeries due to decreased blood pressures of less than 90 mm hg systolic and less than 60 mm hg diastolic readings with associated tachycardia. All were treated by bypass or embolization. The article does not identify the implants utilized during the revision with the exception of case #6 due to cross reference of figure 1 that provides caption description that an injury occurred during re-implantation of charnley stem. All vascular injuries are associated with revision procedures. Cement manufacturer is not identified. The article does not identify which specific patients, but informs that two of the three patients who received bypass treatment died within mean of 22 days of the revision surgery and two of the four patients who received embolization died within mean of 49 days of procedure. Of the total 9 patients, 3 received bypass treatment and 6 received embolization treatment for the injured arteries. Depuy products were retrieved during revision surgery for 5 of the 9 cases. Figure 1 provides angiographic imaging of unaddressed laceration of the superior gluteal artery during revision. Depuy products: charnley stems (cemented), c-stem (cemented), ogee cup (cemented), duraloc cup (uncemented) with liner and locking ring, unknown femoral head (assumed). Adverse events: case 1 female (B)(6) years old, revised for aseptic loosening with retrieved implants of charnley stem and ogee cup later discovered to have an injured common femoral artery from revision procedure and treated with bypass. Case 4 female (B)(6) years old, revised for aseptic loosening with retrieved implants of charnley stem and ogee cup later discovered to have an injured common femoral artery from revision procedure and treated with embolization. Case 5 male (B)(6) years old, revised for aseptic loosening with retrieved implants of charnley stem and ogee cup later discovered to have an injured inferior epigastric artery from revision procedure and treated with embolization. Case 6 male (B)(6) years old, revised for periprosthetic joint injection with retrieved implants of c-stem and duraloc cup later discovered to have an injured superior gluteal artery from revision and reimplantation of a charnley stem procedure and treated with embolization. Case 7 female (B)(6) years old, revised for periprosthetic joint infection with retrieved implants of charnley stem and ogee cup later discovered to have an injured inferior epigastric artery from revision procedure and treated with embolization.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The provided images could not confirm the reported allegations. The root cause is unknown. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.